Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No motor error alarm could be verified due to the unresponsive button. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming motor error and button error. During troubleshooting, customer stated that they changed the batteries in the device and the button error occurred shortly after. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 316 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.